Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 05/28/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported: needle disconnected from the syringe prior to withdrawing vaccine from the vial. The device used is a 1 ml tb safety syringe with fixed needle, 25g x 1".

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "lot number and UDI (d4)" provided in the initial MDR 3014312726-2024-00239. The previously reported lot number and UDI was incorrect. The correct lot number is 01107024 and UDI is (B)(4).